Event description:
It was reported that transmitter connection issue occurred. The product was evaluated. An external visual inspection was performed and passed. Perform voltage test was performed and passed. Nordic bluetooth pairing test was performed and failed. A review of the log was performed and signal loss was found within the investigation window. Data was evaluated and the allegation was confirmed as defective transmitter was found. The probable cause was determined to be a defective transmitter. The reported event of transmitter connection issue is reportable based on the finding of defective transmitter. No injury or medical intervention was reported.

Manufacturer narrative:
(B)(4). 3191 - patient was unable to identify device issue therefore a more specific code could not be selected.